Event description:
During withdrawal of the catheter through 4f bard csi, the catheter's tip separated at the sidehole area and remained within the vessel. A forcepts was utilized to retrieve the segment.